Event description:
It was reported that the ventricular pace events in the rate bin were greater than the programmed maximum sensor or maximum tracking rates. It appeared to be corrupted data. The device remains in use and the patient had no symptoms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.